Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411, ubd:unknown, UDI#:unknown. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 applies to low performance. A0902 applies to computed tomography (CT) exam would flicker on and off the screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system would intermittently display "low performance" and the computed tomography (CT) exam would flicker on and off the screen. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that a new hard drive was installed. The n avigation system was then checked out again to ensure proper working order. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.